Event description:
There is either a rip or a leak inside the insertion tube. CLARIFICATION REQUESTED; NO ADDITIONAL DETAIL AVAILABLE AT TIME OF INTAKE.

Manufacturer narrative:
Updated fields: H6 - Codes were changed and/or eliminated to reflect the details of the reported issues, components, investigation and conclusion of the reportable event.The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The cause for the the no image was due to non-functional switch. The cause for the E216 communication error was due to a leak in electrical components. The cause for the residue in the air/water supply could not be determined.A review of the Device History Record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.